Manufacturer narrative:
(B)(4). The customer reported that they evaluated the device themselves and since they did not duplicate or find any issues, they placed the device back into service.

Event description:
The customer stated that their avea ventilator was on a patient and the screen went blank. The respiratory therapist pulled the machine and the customer witnessed the symptom once during testing. The customer evaluated the device themselves and could not duplicate the reported issue. After testing the device for several days, they placed the device back into service on (B)(6) 2017. The customer reported that there was no patient harm or injury related to this reported issue.